Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse did not observe any leaks and could not replicate the leak. The fse discovered that the pinch valve (lv15) was not activating consistently, which may have contributed to the leak, so the fse replaced it and other parts as a preventative measure. The fse could not reproduce the leak; however lv15 may have contributed to the leak. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a 10 to 15 ml leak from the coulter act diff analyzer baths. The customer was running reproducibility when the leak occurred. The leak was not contained. The customer was wearing gloves during the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.